Manufacturer narrative:
(B)(4). The device has been received by baxter for eval. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump "does not put out the volume that it's supposed to" during testing. The customer stated, when the pump was programmed to deliver 50 ml, it delivered 41 ml (delivery rate unk). It was reported there was no pt injury.